Manufacturer narrative:
The manufacturer received information alleging a patient became cyanotic while using a bipap a40 device. The patient was placed on another device and fully recovered. The bipap a40 was returned to the manufacturer for evaluation. The manufacturer found the dc power supply connector had evidence of physical damage, causing a poor connection when used. The manufacturer also found the pins of the dc output connector of the dc power supply recessed back into the body of the connector. The device was tested with a known good dc power supply connector and found the device to operate to design specifications. The manufacturer reviewed the device's downloaded error logs. Several ventilator inoperative conditions were logged but were not able to be duplicated when the device was tested. The manufacturer concludes the device dc power supply was exposed to forces beyond its intended design. Loss of therapy for the patient population does not represent a significant risk to the intended user.

Event description:
The manufacturer received information alleging a patient became cyanotic while using a bipap a40 device. The patient was placed on another device and fully recovered. The device has yet to be returned to the manufacturer for further investigation. A follow up report will be submitted when the manufacturer has completed the investigation.